Event description:
Needle count over one on count sheet following sigmoid resection on a male. Abdominal film showed questionable foreign body in pelvis. Pt required re-opening of surgical wound and bladder exploration leading to prolonged or time. Needle count was reconciled. The object in the bladder turned out to be the tip of the radio-opaque intact foley catheter. Foreign object which appeared to be a metal screw, by c-arm fluoroscopy in fact was the intact indwelling bladder catheter. There is no written documentation on the package label that indicates the end piece may appear to be metallic upon radiographic exam.